Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: one x-port with a catheter in two segments was returned for evaluation. Functional, gross visual and microscopic visual were performed. A complete circumferential break was noted approximately 1mm from the distal end of the cath-lock. However, striations were noted on both edges of the complete circumferential break and the catheter appeared cut. An in-house syringe was attached to a safety infusion set and the non-coring needle was inserted into the port septum. The port body with attached catheter segment was patent to infusion and aspiration without issue. The investigation is inconclusive for the reported failure to infuse issue, as the exact circumstances at the time of the reported event are unknown. Based on the information available, the definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 expiry date (07/2022), g4. H11: f10(device), h6(method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately one month post implant the port system was allegedly failed to infuse. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date (07/2022).

Event description:
It was reported that approximately one month post implant the port system was allegedly failed to infuse. There was no reported patient injury.